Event description:
It was reported that during a rotational atherectomy procedure, a vessel dissection occurred. The 99% stenosed lesion was located in the non tortuous and severely calcified left anterior descending (lad) artery. The rotalink burr 1.25 mm was advanced through the left internal mammary artery and a dissection occurred there. The dissection was treated with 3 taxus liberte 2.75x38mm stents, overlapping distal to proximal and one additional taxus liberte 3.0x20mm stent, overlapping in the proximal area. The procedure was completed with another of the same device and a subsequent unspecified drug eluting stent. The pt condition is reported as "stable".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.